Event description:
Complainant alleged that during functional testing, the device displayed "defib disabled", "pacer disabled", and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll certified service provider for evaluation the customer's report was observed during review of the device's history log. The device was put through extensive testing without duplicating the report. The pace/defib engine board was replaced as a precaution. The device was recertified successfully and returned to the customer. Analysis for reports of this type has not identified an increase in trend.